Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked before use. The following information was provided by the initial reporter: it was found that the syringe leaked while adding medicine.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 1904151 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through examination of the retained samples, no defects were observed. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process.

Manufacturer narrative:
The following fields have been updated with additional information/corrections: site legal name: fraga. B.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: syringe s2 5ml 22ga 1-1/4in bd china d.2. Medical device catalog #: 301942. D.3. Medical device manufacturer: fraga. D.4. Medical device expiration date: 2024-03-31. D.4. Medical device lot #: 1904151. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: fraga. G.5. PMA/510(k)#: unknown. H.4. Device manufacture date: 2019-04-10.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked before use. The following information was provided by the initial reporter: it was found that the syringe leaked while adding medicine.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe leaked before use. The following information was provided by the initial reporter: it was found that the syringe leaked while adding medicine.